Manufacturer narrative:
The patient's product was requested for investigation. Relevant retention test strips (lots 368887, 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The patient's remaining test strips of lots 368887 and 381235 were provided for investigation where they were tested in comparison to the current master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Upon visual inspection, the returned test strips and vials showed no defects. Donor 1 hematocrit = 40 %. Donor 2 hematocrit = 43 %. Master lot testing results: donor 1 = 3.9 inr. Donor 2 = 3.7 inr. Testing results for lot 368887: donor 1 = 3.8 inr. Donor 2 = 3.6 inr. Testing results for lot 381235: donor 1 = 4.0 inr. Donor 2 = 3.6 inr. The maximum difference between measurements with the same blood sample was 3%. The returned material and the retention material meet specifications. This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant results when testing with coaguchek inrange meter serial number (B)(4) and test strip lots 36888712 (expiration date = 31-jul-2020) and 38123515 (expiration date = 31-aug-2020). At about 11 a.m., a sample from this patient was tested using the meter and test strip lot 36888712, resulting with a value of 3.6 inr. The patient immediately tested again using the meter and test strip lot 36888712, resulting with a value of 4.0 inr. The patient then changed the code chip in the meter. The patient tested using the meter and test strip lot 38123515, resulting with a value of 3.1 inr. A couple of minutes later, the patient tested using the meter and test strip lot 38123515, resulting with a value of 3.9 inr. All measurements were performed within a 1 hour time span.